Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify failed battery test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that their insulin pump received a battery failed alarm. The customer¿s blood glucose level was unknown. Customer has tried a replacement battery cap. Did not try a replacement battery cap as the battery cap was still intact no corrosion or any damages can be seen. Advised the pump will need to be replaced. Advised to discontinue use and revert to back up plan. The insulin pump will be returned for analysis.